Manufacturer narrative:
(B)(4). Batch # k90y4m. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and 15 clips were ejected; the remaining 2 clips were conforming, finally the instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 12/16/2015 information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: please confirm if the event description of "stapler are in the wrong direction" means that the device fired malformed clips. Were clips scissored? Were clips unformed? Was there another issue with the device?

Event description:
It was reported that during an unknown procedure, the "stapler are in the wrong orientation". Procedure completed with same/like device. There was no adverse consequence to the patient.